Event description:
Foreign object rejection at injection site, scar tissue at injection site, inflammation at injection site, bumps at injection site. The consumer received injections of captique on an unknown date in november to the forehead. On 25-dec-2005, the patient experienced swelling at the injection site, with three bumps that "hurt very badly." On an unknown date the treating physician prescribed cephalexin. The patient returned to the physician's office (date unknown) to have the bumps lanced and a sample sent to a lab; results back "negative for growth." The physician treated the patient with oral levaquin; the patient stated there was less pain, and just slight redness. The patient saw a dermatologist for a second opinion. The dermatologist diagnosed the patient as having "foreign body object rejection with scar tissue" and treated the patient with fluocinonide cream. At the time of this report the patient had not recovered.